Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inratio precision data provided by end-user lot: date: (B)(6)2009, 1st inr = 2.40 inr, 2nd inr = 1.7 inr, mean = 2.05, sd = 0.49, %cv = 24.15. Since 24.15% cv is more than 20%, the precision test failed the criteria for precision. Previous investigation on lot 214532 from a previous complaint revealed no discrepant results on referenced and in-house meters. No further action is required. As of 11/23/2009, 13 discrepant results complaints were reported for lot # 214532 yielding a complaint rate of 0.017%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 2.4 then 5 minutes later inr = 1.7. Technical support followed up with patient's daughter and learned that patient is in the hospital because of coumadin therapy and for other conditions (diabetes and cancer).